Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a final report will be submitted.

Event description:
The PICC was in the patient for about three days with tpn running through it. The nurse told ir that the line infiltrated.

Manufacturer narrative:
Received a 2.6 f PICC for evaluation. A visual inspection revealed the catheter to be trimmed at 22cm mark with no damage or defects noted. A functional evaluation showed the lumen to leak at the 2cm mark. The device was forwarded to the device manufacturer for evaluation. Inspection records, device history records and inspection of the returned sample were performed. The exact root cause of the failure could not be determined. The failure mode could have been caused by a single or combination of factors that have been identified during the comprehensive investigation which was conducted by the contract manufacturer and the medcomp engineering department. Actions have been implemented by the contract manufacturer in order to minimize this type of occurrence.